Manufacturer narrative:
The device was received for evaluation. During functional testing, "keypad hard to press," was reproduced. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.the reported condition was verified. Evaluation inspected the device and found that the number 5 key was functioning intermittently. It was determined that the cause of the reported issue was the keypad, and the keypad required replacement to correct the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was hard to press buttons in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.